Event description:
The customer reported that during the device start up, it displayed a device error/ service required message. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.